Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to determine functional status of patient's communicator. The manufacturer representative (rep) determined handset battery was completely depleted and needed to be replaced. To test the communicator, agent suggested patient power it on, and patient confirmed that they were able to see the blinking blue light. Patient stated their symptom of urinary retention returned about 2 months ago. Initially they said a month or month and a half ago. Later in the conversation they said their therapy worked wonderfully for 4.5 years, but ins implanted less than 3 years ago. Timeframe for symptom return unclear. They said they currently have a bag in place to remedy that symptom. Patient stated they have an upcoming appt with managing healthcare provider (hcp) on (B)(6) 2025. Agent suggested patient contact managing hcp office after new handset arrives to arrange for necessary device programming. A request was sent to the repair department to replace the handset.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID th90q01 lot# serial# unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had retention prior to having the device. They also stated that the retention had not worsened. They concluded that catheterization is the patient standard of care *this event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable.